Manufacturer narrative:
Report event even though customer was not able to verify brand, sku, or lot number for the device that caused the event. This would be reportable as they would need to re-intubate due to leakage and tube placement.

Event description:
When they change the tape / change position of the tube they report that the tube marking (cm marking) and leakage from the cuff.

Event description:
When they change the tape / change position of the tube they report that the tube marking (cm marking) and leakage from the cuff.

Manufacturer narrative:
Report event even though customer was not able to verify brand, sku, or lot number for the device that caused the event. This would be reportable as they would need to re-intubate due to leakage and tube placement complaint cannot be investigated without a part number. Morten ovsteng from the complaint contact info still has not heard from their customer despite multiple attempts. Complaint cannot be fully investigated without a part number. Performed risk analysis, severity of the risk is 6. Sent email to morten ovsteng with request to contact us if they receive the part number.